Event description:
Per independent repair center statement, the unit was alarming or red light. The key failure was the sieve beds being blown. Additional malfunctions were the manifold leaking, the hose clamps on the sieve beds being defective, the tywraps on the sieve beds being defective, and the rubber tube on the sieve tank leaking.